Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 5mg/ml at 0.5mg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that the patient¿s pump was filled with 5 mg/ml morphine in january, but it was programmed as 2 mg/ml. The healthcare provider stated that they are filling the pump today, still with 5 mg/ml morphine, and inquired about programming. The healthcare provider noted that the patient was fine at the current 0.5 mg/day dose. The troubleshooting steps that were taken on the call resolved the issue.